Event description:
During an endoscopic procedure, the physician used a cook endoscopy quicksilver bipolar coagulation probe. The probe was advanced through the accessory channel of the endoscope. When the probe exited the accessory channel inside the pt, the tip was not present on the probe. The device was removed from the endoscope and another probe was used to complete the procedure. The location of the tip is unk. A foreign object was not retrieved from the pt. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Eval: we were unable to confirm the report as it was described because the affected prod was not returned to cook endoscopy for eval. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this info, the likelihood of this type of occurrence is rare. Conclusions: we were unable to conduct a full investigation because the device was not returned for eval. A definitive cause for the reported observation was unable to be determined. However, we can provide the following comments: the instructions for use instruct the user to pre-test the device by immersing the tip of the probe in saline, then immediately after removal the user is instructed to activate the electrosurgical power supply. The saline should bubble on the tip of the probe indicating proper conductivity. These activities are to be performed prior to use and could have assisted the operator in detecting a broken tip prior to pt contact. Info regarding pre-test activities performed prior to this observation was requested but was unable to be provided by the user facility. Tip breakage can occur if the tip comes into contact with a hard surface. Breakage of the bipolar tip can occur if the distal end of the endoscope is deflected more than 15 degrees when the bipolar probe is advanced or withdrawn from the accessory channel of the endoscope. The instructions for use for this product line warn the user not to pass the probe through an endoscope whose distal end is deflected at an angle more than approx 15 degrees. Prior to distribution, all bipolar coagulation probes are subjected to a visual and functional test to ensure device integrity. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective actions: the complaint risk priority number (crpn) for this type of occurrence has been calculated based on the occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. No further action is warranted at this time because this report was unable to be verified. The likelihood of this type of occurrence is rare. Customer qa will continue to monitor for complaint trends.